Event description:
It was reported to philips that the heartstart xlt defibrillator failed the operational check. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the op (operational) check failed. The fse evaluated the device onsite and determined that the op check failed due to user error (the paddle and paddle tray had not been cleaned). The fse cleaned the paddle and paddle tray and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted. Based on the information available and the testing conducted, the cause of the reported problem was insufficient cleaning of the paddle and paddle tray. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse cleaned the paddle and paddle tray to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.